Manufacturer narrative:
H3, h6: additional servicing was completed in the field by a medtronic representative a hardware failure was found. The issue was resolved a fter replacing the uninterruptable power supply (ups) and the battery. Code c02 and previously reported codes b01, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the main cart monitor was displaying "no video detected." There was no patient involvement reported. Additional information was received. When powering on the system, the camera cart monitor was black, and the camera cart power button was not illuminated. The clinical specialist (cs) rebooted the system and the issue still occurred. The cs reported that in self-test, the camera cart connection uninterruptible power supply (ups) was lost. The cs reseated both sides of the cable from the main cart monitor to the camera cart monitor and the issue was resolved. Additional information was received. It was reported that after the cs resolved the issue, the site called to report that the issue returned. Technical services (ts) advised the cs to take a known working interconnect cord and plug it into this system to confirm if it was a cable issue. Additional information was received. It was reported that transferring the umbilical cord did not resolve the issue. When the clinical consultant (cc) powered the system down from the main cart side, the system stayed on. When powered on or powered down from the camera cart side, it would shut down on them. When turning the system on through the camera cart side, the self-test reported: battery life 93%, voltage 27%, and current -0.33. The main cart reported 100%, 54, and 0 current. The cc took off the main cart covers and the camera cart covers, reseated the internal cart-to-cart connections, and unplugged the internal main cart cord from v2 and allowed the cord ups to replicate what the system does. The camera cart turned off and the main cart turned off. When unplugging v2 a second time, the camera cart stayed on. When logging into self-test, nothing was displayed on the camera cart indicating that it was disconnected. It was confirmed that v2 was unplugged and that the self-test did not reflect that v2 was unplugged. When the system was unplugged from the wall, the system stayed on (both carts). They were unable to change out camera carts to see if that would make a difference. They attempted changing parts on the main cart since they were unable to confirm any issues yet on the camera cart side. They moved cables around to see if it would make a difference and it did not.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: product ID: 9735772, product ID: 9735845, product ID: 9735787, product ID: 9735773, h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A1102 applies to no video detected / camera cart connection ups lost a0902 applies to when powering on the system, the camera cart monitor was black. A0708 applies to camera cart power button was not illuminated a0718 applies to powered the system down from the main cart side the system stayed on. G02002 applies to battery (B)(6) 48v s8 svc. G02004 applies to cable (B)(6) int to camera cart s8 svc. G02027 applies to ups (B)(6) main cart s8 svc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the uninterrupted power supply (ups) (product: ups 9735787 main cart s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found no failure. The battery (product: battery 9735773 48v s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there were damaged electronics and/or an interconnect failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, a visual inspection, and a self-test. Hardware parts were replaced, although the work order did not specify which parts were replaced. After the system checkout was performed, the system was confirmed to be performing as intended. Codes b01, c13, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.